Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that although the product was properly placed; as verified by two nurse, the device would not drain.

Manufacturer narrative:
Received 1 used latex catheter with the drainage bag still attached. A functional evaluation was performed as follows: inflated the balloon with 10cc of water and administered flow rate testing. While inflated, the flow rate was 140ml/min, 145ml/min and 143ml/min. The internal flow specifications for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. Water was introduced thru the drainage eye and came out from drainage funnel without difficulty. The catheter was dissected and no conditions found that could have contributed to the reported event. Therefore, the problem could not be reproduced, and the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that although the product was properly placed; as verified by two nurse, the device would not drain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product was placed, but allegedly would not drain. Two nurses verified that the catheter was placed properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that although the product was properly placed; as verified by two nurse, the device would not drain.